Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient had not used their implanted neurostimulators in over 4 months because they turned it off because it was causing them more pain than it was helping. Patient came off of their pain pills after 15 years of being on them and they were driving and they got shocked all down their legs, chest, and arms. Patient shut off the implanted device by and it provided numbing electricity so they turned it off and they realized they were in less pain for they felt their hips relax and less pain in their lower back. Patient was waiting to get into a neurosurgeon to remove the device. Pt was now needing an MRI tomorrow for their lower back. Agent reviewed possible over discharge and MRI guidelines. The patient was redirected to their healthcare provider to further address the issue.